Event description:
Affiliate reported that the patient had an infection and as a result, explanted the catheters. The patient was treated with antibiotics and is doing fine.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.